Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the opening failure was undetermined. No significant friction or difficulty was found during delivery or retrieval. It was unknown if there was any allegation against the phenom catheter. The pipeline was placed in a vessel bend when it failed to open. The device was retrieved into a microcatheter and deployed; no additional devices (resheathing, wire/catheter, or balloon) were required.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229551586); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured intracranial segment of an internal carotid artery aneurysm with an unknown diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with an unknown diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the distal end of the stent did not open properly, and attempts to perform methods such as retrieval and deployment were unsuccessful in fully opening the stent. As the distal end of the stent could not be opened after repeated operations, the stent was withdrawn from the body together with the phenom catheter that was used for stent deployment. It was found that the proximal end of the stent was kinked, so the surgeon decided to replace the devices, and the stent was successfully implanted. The angiographic result post procedure showed an intracranial aneurysm. The pipeline was used for an indication that is approved (on-label). The catheter was flushed as indicated in the (IFU). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Supplement sent for correction, -h6: adding fdd code for the stent that had a kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. However, the pipeline flex shield braid was returned within the phenom 27. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or molded voids were observed in the hub. No bent or kink was found with catheter body. However, the catheter body was found to be separated/broken at ~5.9cm from catheter hub. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.